Event description:
Pt returned for initial follow-up evaluation in 8/05 when it was determined that the atrial lead was apparently malfunctioning during device interrogation and a loose set screw was suspected. At the time of reoperation seven days later, there was no evidence of a loose set screw or improper attachment to the pacemaker generator and testing of lead demonstrated normal sensing and pacing function and normal impedance. Repeat interrogation immediately prior to re-operation yielded similar findings a week earlier consequently the possibility of a malfunction involving the header back at the generator was suspected.